Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also stated that the patient ipg was very superficial to palpation and has complete loss of the fat pad between the skin. The patient underwent a procedure wherein the ipg was relocated. The patient was doing well postoperatively.